Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 3 pipelines failed to open.   The patient was undergoing surgery for an "aneurysm treated with fred." It was a ruptured aneurysm within the left internal carotid artery, in a blister. It was noted the patient's vessel tortuosity was severe.   It was reported that they could not get the distal end of all devices opened, tried three different devices. The devices were not placed in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipelines were resheathed "less than or equal to 2 times." There were no additional steps or other devices required to open the pipelines. The pipelines were used for an indication that is not approved (off-label), in a ruptured blister. The pipeline and any accessory devices were prepared as indicated in the IFU. The devices were resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event.